Manufacturer narrative:
Follow-up # 1 date of submission 06/01/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the keypad cover was found to be peeling off of the pump. During testing, all keypad buttons were found to be intermittently unresponsive. Evidence of contamination was found under all keypad button contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn and difficult to press.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.